Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 12-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-3). The product is stored according to specification in the bedroom. Customer's test strips are expired: the test strip lot manufacturer¿s expiration date is 07/20/2018 and open vial date is 03/25/2021. The customer did not have another vial of test strips that had been stored and handled correctly. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2021 she had symptoms of headache, blurry vision and feeling nauseated, so her husband had taken her to the hospital. Prior to going to the hospital, customer had tested using the truemetrix meter and had obtained a result of 192 mg/dl non-fasting. Customer could not recall what her blood glucose test result was when at the hospital. Customer stated she had been admitted to the hospital on (B)(6) 2021 and was discharged on (B)(6) 2021. Customer stated she was prescribed sumatriptan and metformin upon discharge (no dosage information was provided). Customer stated that she had been diagnosed as having had a mild stroke and to follow up with her primary care physician.